Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the screw broke during insertion. Both pieces of the screw were retrieved from the patient.